Manufacturer narrative:
No blank display noted during testing. Unit passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, electronics stack and motor had moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. Customer insert new battery but insulin pump was not turned on the customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did returned after insulin pump restart. The insulin pump will be returned for analysis.